Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator was abandoned due to an unspecified product performance issue. The device was no longer in service. No additional adverse patient effects were reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report mw5156947.